Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the flow sensor but the issue remained. The flow module was replaced. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor read '0.00' even with flow. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow module to function as expected after it was connected to laboratory use only (luo) testing equipment. No anomalies were observed on the flow module circuit boards after a microscopic examination. The unit passed all testing and operated as expected. Per data log review, there were no errors in the log, though normally nothing unusual would be logged for this type of reported complaint. Cannot confirm the complaint with the logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.